Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient¿s device was already removed. The consumer also reported that the device wasn¿t working and didn¿t help the patient. No further complications were reported.